Event description:
It was reported that the right ventricular [rv] lead dislodged. During the revision, the physician repositioned the rv lead. After it was repositioned, the helix would not extend. The physician then pulled the lead back and turned the helix "many times and it finally extended." The physician then retracted the helix with some difficulty and attempted to reposition the rv lead; however, the stylet was then unable to be placed in the lead. The lead was removed and a different lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.